Event description:
It was reported that shaft break and procedural delay occurred. A 2.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, the catheter broke in half while using in the patient. It was noted that the event only caused minimal procedural delay. The device was removed without any harm to the patient and the procedure was completed. There were no patient complications reported.